Event description:
Procedure performed: lap. Chole. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). The doctor tried to clip a vessel. The doctor pulled the trigger 4 times to clip a vessel before a clip came out. The user took a second clip applier ca500 where the same situation occurred, but a clip could be set after two attempts. They've been using [brand name - redacted] steel trocars with the clip applier. Additional information received from applied medical representative via email on (B)(6) 2025: device kit number unavailable to be shared. Trigger could be easily and completely actuated. There was no resistance. Intervention: the user took a second clip applier ca500 where the same situation occurred but a clip could be set after two attempts. Patient status: patient is alright.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap. Chole. Event description: the doctor tried to clip a vessel. The doctor pulled the trigger 4 times to clip a vessel before a clip came out. The user took a second clip applier ca500 where the same situation occurred, but a clip could be set after two attempts. They've been using [brand name - redacted] steel trocars with the clip applier. Additional information received from applied medical representative via email on 10apr2025: device kit number unavailable to be shared. Trigger could be easily and completely actuated. There was no resistance. Intervention: unknown. Patient status: patient is alright.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.